Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0184336, medical device expiration date: 2021-04-30, device manufacture date: 2020-07-02. Medical device lot #: 0072405, medical device expiration date: 2020-12-31, device manufacture date: 2020-03-12. Medical device lot #: 0133231, medical device expiration date: 2021-02-28, device manufacture date: 2020-05-12. Medical device lot #: 0009471, medical device expiration date: 2020-10-31, device manufacture date: 2020-01-09. Medical device lot #: 0133233, medical device expiration date: 2021-02-28, device manufacture date: 2020-05-12. Medical device lot #: 0100191, medical device expiration date: 2021-01-31, device manufacture date: 2020-04-09. Medical device lot #: 0072407, medical device expiration date: 2020-12-31, device manufacture date: 2020-03-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there is a low draw. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes are underfilling, she believes the tubes are drawn with straight needles, but cannot be sure what is done in the doctors offices, the tubes are stored at room temperature.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from each of the lots from bd inventory were evaluated by functional testing and no issues were observed relating to underfilling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there is a low draw. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes are underfilling. She believes the tubes are drawn with straight needles, but cannot be sure what is done in the doctors offices, the tubes are stored at room temperature.